Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation during post dilation. On the first inflation, the balloon was inflated to 12 atms for one minute to predilate the lesion. The physician then deployed a non bsc stent. Then over the next minute, the physician inflated the balloon from 14 atms to 18 atms and the balloon ruptured at 18 atms. The procedure was successfully completed with a non bsc balloon. Patient status is listed as "good."